Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported the light went out during patient intubation. Intubation was completed using a different blade with no delay. No negative impact in state of health reported.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "light went out during patient intubation" was confirmed, and further defects were detected. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and no light. This event is filed under internal complaint ID (B)(4).